Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event is detectable by handling the product in accordance with the following instructions for use (IFU): oer-5 instruction operation manual "chapter 3 inspection before use_3.5 checking and replenishing the remaining amount of detergent." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. Updated fields: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Event description:
It was reported that the scope turned white after cleaning with the endoscope reprocessor. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.